Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge to resume insulin delivery. After following these steps, the pump resumed normal operation without any recurring alarms, and tips for preventing future altitude alarms were provided to the customer.